Manufacturer narrative:
No product problem detected. Fractured part of abutment could not be removed from dental implant. Implant needed to be explanted.

Event description:
Fractured part of abutment could not be removed from dental implant. Implant needed to be explanted.